Manufacturer narrative:
Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material#: 305916. Batch number#: unknown. It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: verbatim#: date of incident (yyyy-mm-dd): (B)(6) 2024. Level of harm: no apparent harm - reached patient/person, inconvenient incident details: while administering the pneumoc15 , once the needle was inserted into the client's arm the plunger would not depress. The needle and syringe were removed, discarded, and a new syringe and needle were used to administer the vaccine without incident. The syringe was inspected before being discarded and did not appear to have any issues once it was removed from the client's arm (ie the plunger moved before I discarded it). Question issue with needle. Impact of incident: patient needed to be re-poked. Who was affected? Patient. Device information: device name/description: needle hypodermic safety 25ga x 1 in. Manufacturer code/model: 305916. Was the device retained? No.